Event description:
It was reported that the lesion was located in mid rca, which had mild calcification and was moderately tortuous. The bmw universal guide wire was advanced to the lesion without any resistance. The lesion was checked with ivus and a stent was deployed. After checking the result of the stent deployment with ivus, the decision was made to post-dilate. The rotation of the ivus was stopped and it became very difficult to retract. And finally the ivus broke. The ivus was rotated and was removed. A balloon was then advanced over the guide wire. But it would not advance around the ostium of the rca. The angle of cine was changed and it was noted that the guide wire was separated 15 cm proximal to the distal end of polymer jacket. The separated piece was hooked by a snare device and removed from the pt.